Event description:
It was reported that a pt with chronic shoulder dislocation had a bankart repair of rotator cuff. This was followed by a septic joint. The pt underwent an I&d and later had to have the sutures removed when the pt developed sinus tracts.